Event description:
A literature article contained a report of a male who received 1 unit of op-1 implant in conjunction with two iliac crest dowels for a distal humeral nonunion experienced heterotopic ossification, elbow stiffness and decreased range of motion. At 10 weeks after surgery, his elbow range of motion had decreased from 10 degrees to 120 degrees at 2 weeks to 45 degrees to 100 degrees at 5 and 10 weeks. Radiographs showed profound heterotopic ossification posteriorly within the triceps muscle. The pt refused further treatment. The authors suspect the events were related to the use of op-1 implant. The initial injury was an intra-articular, comminuted, bicolumnar fracture of the left distal humerus which resulted from a fall from a height. The pt underwent three surgeries prior to implantion with op-1 implant. Despite the current nonserious nature of this case, it was decided to submit it in an expedited manner. Additional info will be requested.